Manufacturer narrative:
(B) (4)

Event description:
Connection issues during the implantation procedure at ventricular level: the physician had difficulties inserting the screwdriver into the setscrew cavity. Because the lead was properly tightened, the device was kept implanted. Nevertheless, the physician was concerned it won't be possible to unscrew the setscrew at the time of replacement.